Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. Following a pfa procedure, a pericardial effusion occurred which required surgery to repair the perforation. The procedure had gone well, pvi to find a his electrogram and pace in the right ventricle (rv) with a good outcome from the pvi point. A few hours post-procedure while in recovery, a pericardial effusion was diagnosed. Surgery was performed to repair the perforation in the right atrium. The patient is stable and recovering in the ICU. There were no performance issues with any (B)(6) device. The physician thinks the perforation may have been caused by the viewflex ice catheter which was reprocessed by stryker. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).